Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple bolus wizard deliveries and monitored. The time/date was accurate after settings all bolus delivered completely their indicated amount and were properly recorded in the bolus history screen. No unexpected time /clock anomaly, no blank display and no excessive no delivery alarm noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a no delivery alarm twice today on the insulin pump. Customer corrected the no delivery by clearing the alarm but the pump didn't come back on. Customer stated that her blood glucose started going high later in the afternoon. Customer stated that she has been giving herself additional insulin with the pump. Customer stated that the no delivery occurred in the morning during a bolus. Customer took extra insulin and by 3:30 pm, her blood glucose was still in the 300's mg/dl. Customer changed her infusion set. Customer stated that her high blood glucose started about a week ago. Customer increased her basal rate and that helped. Customer stated that her blood glucose was 600 mg/dl at one point and she treated with a syringe. Customer's current blood glucose is 300 mg/dl. Customer was assisted with correcting the time/date as it was off by 8-10 minutes. Customer was advised that the pump will need to be replaced.